Event description:
It was reported that a pt underwent bladder surgery in (B)(6) 2007. The pt experienced a number of urinary tract infections, yeast infections, and swelling. The pt has seen several physicians who have treated her symptoms. The pt continues to have these symptoms. Additional info has been requested.

Manufacturer narrative:
(B)(6). Undefined treatment for infection. Infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.